Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. Stroke, neurologic dysfunction, peripheral thromboembolic event, hemolysis, and device thrombosis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 1 months 1 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient presented with increased ldh. Angiomax was started and patient presented on (B)(6) 2019 with facial drooping and left sided weakness. Patient was taken to CT which showed infarction. According to neurology, the patient's map goals were increased and with increased perfusion, stroke symptoms resolved. On (B)(6) 2019 the patient underwent a pump exchange from hm2 to hm3 due to the infarction found during the CT. The patient expired on (B)(6) 2019 due to thrombosis. Additional information was requested but not provided.